Event description:
Pt was treated on 9/3/96 to the nasolabial folds and vermilion of the upper lip. At the time of treatment to the left nasolabial fold, a blanch developed followed by a cyanotic, then bruised appearance. Later that evening, the pt called the physician to report increased bruising. Pain and swelling at the site. He prescribed an oral antibiotic. On 9/7/96, the pt presented with an eschar at the left nasolabial fold. The physician diagnosed a local necrosis; no further medical or surgical intervention was prescribed or planned.